Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient was unable to pump this inflatable penile prosthesis (ipp), and fluid loss was suspected. A computed tomography (CT) scan was performed, and the fluid loss was confirmed. Therefore, the patient underwent a surgical intervention, in which a break in the tubing junction between the left cylinder and the pump was identified, along with air within the device. Additionally, it was also noted that the pump was remaining flat. The entire device was removed and successfully replaced with all new components. No further patient complications were reported.